Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. There was no reported device malfunctions at the time of the stent implant. Restenosis, as noted in the instructions for use (IFU) and product risk assessment, is a known adverse event associated with coronary stenting. Angina is not listed in the product risk assessment; however, it is listed in the IFU as a potential patient effect, and is therefore, not considered unrecognized. These known patient effects are not necessarily an indication of a product quality issue. A field discrepancy notification was generated to request an update to the risk assessment to include this patient effect.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the pixel stent was implanted in 2006, in the mid-distal to distal rca. Six months later, a follow-up coronary angiogram was performed. The patient complained of chest pain and 90% in-stent restenosis was observed in the pixel stent, thus percutaneous coronary intervention was performed. Another company's guide wire was used and a "child in mother" technique was performed with two different guiding catheters (other company's). Another company's 3.0 x 15 mm stent was implanted in the proximal portion of the pixel stent and post-dilatation was performed with a voyager 2.5 x 10 mm dilatation catheter at 20 atm. No additional event or patient information is available.